Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported experiencing episodes of low blood glucose (bg) while using the ilet. The user reported a bg low of 39mg/dl prompting emergency medical services (ems) to be dispatched and assisted the user, who experienced a seizure and was unable to self-treat. The user reported receiving low bg alerts but stated they did not perceive the vibration or sound. The user treated with glucose tablets and juice. No long-term health effects were reported.